Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that, on an unknown date, four (4) screwdriver shafts have stripped due to wear and tear during cases and are no longer holding screws/advance screws properly. No further information is available. This complaint involves four (4) devices. This report is for one (1) stardrive screwdriver shaft t25/qc. This is report 4 of 4 for (B)(4).